Manufacturer narrative:
(B)(4). Reportedly the right common femoral artery was mildly calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. Additionally, the patient was reported to be morbidly obese with a large pannus. The instructions for use stated under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patients who are morbidly obese. (Body mass index greater than 35 kg/m2) the device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a mildly calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, during device insertion, resistance was met. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty and/or resistance encountered during the device insertion was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.